Event description:
It was reported that the system controller did not function as expected. The display was black and when display button was pressed, it did not show any parameters. Pump running was confirmed. The controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.